Event description:
Facility reported on february 3, 1999 "tube kinked, unable to vent pt for 1-2 minutes." Facility returned sample with the following info," assessed pt airway on arrival to ICU, ett noted to be kinked and unable to ventilate via ambu bag. Ett compliance was poor when positive pressure applied."